Event description:
Boston scientific received information that this pacemaker showed a remaining longevity of two years in (B)(6) 2013. At the current device follow-up in (B)(6) 2013, the device was at end of life (eol) battery status. It appeared elective replacement time (ert) was declared in (B)(6) and eol in (B)(6). It was noted that the automatic capture feature was programmed on and was in retry, resulting in the right ventricular (rv) pacing output to be suspended at 3.5v. A boston scientific technical services consultant discussed that this was normal device behavior, and that the automatic capture suspension likely contributed to the battery depletion. Device replacement was recommended. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The explanted device was returned to boston scientific's post market quality assurance laboratory nine months post-explant. Upon receipt, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.